Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a nurse was in the patient's room to check on an external pulse generator (epg) being used on a patient, the power was turned off. The power was turned on again but it automatically turned off. This was not reproducible though it was checked for a week at a medical engineer's room. Later a nurse noted that the power was again turned off but there was no anomaly with the battery. The epg was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: no anomalies found with performances and values through automatic functional test by test console. Conductivity test was performed using a new battery with pacing load of 500 ohms to confirm continuous operation for 13 days. Internal fractures were found on both upper and lower cases. Flex board, washer and o-rings were replaced as precautionary measure though the reported issue was not reproduced. Fractured upper and lower cases, key pad, key panel, battery contacts, serial label and clear cover were replaced. The epg case was opened, cleaned and inspected, then the electrode was cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.